Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous proximal left anterior descending artery. The physician advanced the 2.5x8mm apex balloon catheter to the lesion and inflated the balloon to 6atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with 2.5x8mm apex balloon catheter and the deployment of a stent. Pt's status is reported as "good".